Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred after the pump was dropped. During troubleshooting with tandem technical support, customer was unable to reset pump due to lack of power source. Multiple attempts were made by tandem technical support to follow up with customer on the reported issue, however no response was received. There was no adverse impact to the customer¿s blood glucose level.